Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the luer lock and tubing. Reportedly, the cartridge was filled with cold insulin. The user's blood glucose (bg) level was in the high 300's (mg/dl). The user addressed bg level with a manual injection and loaded a new cartridge.